Event description:
It was reported that a pump over infused intralipids to a pt. The device was programmed to deliver 45 ml at a rate of 3 ml/hr. After 15 hours, it was observed that 80-100 ml of medication was delivered. The customer has also stated that a flow rate test was performed using the event infusion parameters, and was found to deliver within specification. It was communicated that the event may be attributed to use error.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The available info does not allow a conclusion with respect to whether the device caused or contributed to the pt outcome.